Event description:
Account reports incidents in which during infusion of radioactive contrast during stress tests, leakage occurs. Reporter stated in one incident, the nuclear isotope sprayed onto a hcp's face, and required the hcp to be decontaminated, which involved washing with a special solution. The nuclear material did not enter the hcp's eyes. Reporter stated the leakage occurs at the stopcock/tubing connection. Reporter added that a pressure injector is not being utilized, the solution is given via manual injection, the solution is usually less than 1cc and a 3-5 cc syringe is utilized. Reporter stated this issue has been ongoing for the past 2 1/2 years. No specific lot number. Reporter stated she has samples, but not willing to forward. One to two leaks/month. Devices prime without difficulties, leakage not noted until radioactive material is injected. Reporter also stated they had one incident in which a pinhole was noted in the tubing. No pt compromise reported with any of the incidents.